Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97755, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient, product ID: 97755, serial# (B)(4), product type: recharger. Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I, and spinal pain. It was reported that patient had recharger issues about 2 weeks after implant. Patient reported they can sit for 2-3 hours trying to recharge and never get a full charge. Controller shows to reposition recharger. Patient reported they met with manufacturer representative and they took out the battery and reset everything. It was reported that patient had trouble keeping it in excellent and getting it to show more than 10% charged. They are not turning it on often but does get the orange light and having to turn it on to find it again. No symptoms reported at this time. It was reported that the patient had trouble with the controller shutting stimulation off on its own. The controller had shut stimulation off on its own about three times. It would shut off and they would be in pain, so they would check it and it would say stimulation was off. The patient had just had the donut with the cord (recharger) replaced because it wasn't charging, but it still wouldn't charge. On 2019-04-16 they sat for 2 hours and the ins only went up 10% with excellent charge status. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who responded back from a follow up letter sent to them. Patient reported controller was replaced and patient's issues with stimulation turning off was resolved.